Event description:
It was reported that the patient never had therapeutic effect and less than 50% therapy relief. The implantable neurostimulator (ins) and lead were explanted. When the physician removed the lead, the lead was stretched and the plastic broke away from the electrodes, leaving them in place. The physician was able to retrieve the leads. It was reported that the ins and lead were lost and would not be returned to the manufacturer for analysis. The patient's status at the time of report was alive with no injury/no adverse event. It was reported that there was no plan to reimplant.

Manufacturer narrative:
Product ID 3889-33, lot# v103841, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).